Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was displaying an ¿error 2 ¿ strip issue¿ message while they were in thailand. The customer service representative (csr) spoke with the customer on (B)(6) 2014 with follow up questions from the medical surveillance specialist (mss) and obtained the following information. The patient alleged that the product issue began at 9pm on (B)(6) 2014. The patient stated that the problem was on going and they were unable to test their blood glucose as a result. The patient manages their diabetes with a combination of medication, specifically humalog insulin and victosa. The patient denied making any changes to their usual diabetes routine as a result of the alleged product issue. The patient reported developing a symptom of ¿blurred vision¿ approximately one hour later. The patient confirmed that they associated this symptom with high blood glucose but denied receiving any treatment for this symptom. The patient reported feeling better approximately one hour later. The patient did not test on any other device at this time. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hyperglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.